Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that a decrease in sensing and an increase in capture thresholds were observed. Externalized conductors were observed under fluoroscopy. The lead was capped and replaced. The patient will continue to be monitored normally.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving a vibratory alert for high hv impedance. No anomalies were noted via fluoroscopy during an elective ICD replacement procedure. The device was programmed to rv-can to prevent any further alerts until dft testing can be repeated.